Event description:
According to available information, this device required revision because the incision from implant was slow to heal and had a small discharge. Two small pieces of mesh were removed and the incision did not look infected. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.